Event description:
It was reported that the device had a missing knob. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: a1, b3, b5, and h6. Health effects: updated. D3, g1,2 email is: (B)(4).

Event description:
Additional information received via email and attached to complaint object: event date was updated from unknown to 24-july-2023. There was no patient injury. No further details provided.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a slightly bowed front panel on the left side of the manometer, the housing contained some impact damages near the battery compartment, and the airmix control knob was missing. There was no evidence to review in the device's event history log. A visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to user inteface. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. D4: UDI (B)(4).